Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. The reported low flow event was confirmed via review of the available log file screenshot which revealed several decreases in power consumption and estimated flow between 07-aug-2020 and 22-oct-2020; however, information regarding the alarms logged within this period was not available. The autologs report, covering the period between 19-oct-2020 and 22-oct-2020, revealed 6 low flow alarms recorded since 20-oct-2020. Information received from the site indicated that the patient experienced worsening heart failure associated with suspected outflow graft occlusion. The patient was catheterized to dilate and stent the outflow graft. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, worsening heart failure is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system: outflow graft. Model #: 1125; catalog #: 1125; expiration date: unk/ lot#: unk. UDI #: (B)(4). Concomitant medical products/therapy dates? No. Mfg date: unk. Labeled for single use? No. (B)(4). Investigation of this event is pending, and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a slow decrease in flow and power, low flow alarms and the patient experienced worsening heart failure. It was noted that there were changes in the patient's hematocrit (hct) over several days, yet there has been a sustained decrease in power over several weeks. Pro-brain natriuretic peptide, chest x-ray, electrocardiogram, echocardiogram and computerized tomography (CT) scan were completed. There was a suspected outflow graft occlusion, but it wasn't known if the occlusion was due to an obstruction or a compression of the outflow graft. The patient was catheterized to dilate and stent the outflow graft. The vad and the outflow graft remains in use. No further patient complications have been reported as a result of this event.